Event description:
It was reported via a call report from the rn to the clinical support specialist (css) that the rn had received approx 10 helium loss alarms within an hours time. The intra-aortic balloon (iab) was inserted via femoral with therapy for approx 4-5 hours. The rn confirmed that there was no blood in the driveline; connections are all tight and there are no visible kinks. While on the phone, the alarm reoccurred a few times in just a few minutes. The rn and the css discussed the changes in the balloon pressure waveform (bpw) with kinked catheters and ruptured iab's. The rn did state that there seems to be a curve in the waveform when sloping down to the plateau. The css did confirm that this can be indicative of a kinked catheter. The pt's heart rate is 77 beats per minute (bpm) with minimal artifact. However, the css did explain that helium loss alarms, when related to a kinked iab and a regular heart rate, typically don't occur as frequently as the alarm is occurring now. The css did relay that this is probably a ruptured iab and recommended that it be removed. The rn was going to try another pump, as they had an issue with a pump last week with helium loss alarms and wanted to be sure that it is not a pump issue. The css asked that the rn call back when connected to the second pump. The rn called back and said that the alarm was occurring just as frequently on the second pump. The rn is going to call the md to come and remove the iab. No medical/surgical intervention was required. No report of pt death, complications or injury. The pt outcome was unchanged throughout the call. Add'l info received on (B)(6) 2011 from the rn at the hosp stated that the iab and sheath were removed as one unit successfully. A new iab kit was opened and inserted through the sheath via a new insertion site (the pt's other femoral) with success. There was a delay or interruption in therapy while removing and inserting a new iab with no cause harm to the pt. The pt outcome is fine and transferred out of the intensive care unit.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.